Event description:
This female patient with a history of cardiac arrhythmia, abnormal stress test, congestive heart failure, a history of smoking (>5 packs), known coronary artery disease with previous coronary percutaneous revascularization and hypertension was admitted for carotid evaluation. Her stroke scale score upon admission was 0. She had no known neurological history and was asymptomatic at the time of the study. Carotid angiography revealed and 80%, 14mm lesion in the ostium of the proximal left internal carotid artery. The lesion was severely calcified and ulcerated. The vessel was 5.0mm in diameter and the arc type was iii. An angioguard device with a 6mm basket was advanced beyond the target site and was successfully deployed. The lesion was predilated. No dissection was noted. An 8.0 x 40mm precise stent was deployed with satisfactory results; however a 20% residual stenosis was noted. The devices were removed; there was debris noted in the basket of the angioguard. The following day the patient was discharged in stable condition with a stroke scale score of 0. Aspirin and plavix were ordered for dual antiplatelet therapy. Approximately eight days post index procedure the patient experienced a gradual onset of aphasia, right-sided hemiparesis, and right-sided hemiataxia. The patient was ruled in for ischemic stroke. She underwent emergent carotid endarterectomy and experienced partial recovery but major residual deficits remain.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Ischemic strokes are a known complication associated with carotid artery stenting caused by an embolus (debris or blood clot) that forms elsewhere in the body and travels through the bloodstream to the brain). Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic strokes. The femoral access site also suffers vessel injury that can potentially cause an ischemic stroke. In this case the target site was heavily calcified and ulcerated, a 20% residual stenosis was noted after the stent was deployed, and there was debris noted in the basket of the angioguard following stent deployment. These factors place the patient at an increased risk for a major clinical adverse event following carotid artery stent placement. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the information available, there are inherent procedural risks and vessel/lesion factors that may have contributed to this event.

Manufacturer narrative:
Additional information from the adjudication minutes was received. The notes indicate that approximately eight days after the index procedure carotid doppler revealed no flow into the previously stented area with extensive irregular calcific plaque. As such, arterial restenosis will be added to the file as a reportable event. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the cc has been updated. Additional information from the adjudication minutes notes that approximately eight days after the index procedure carotid doppler revealed no flow into the previously stented area with extensive irregular calcific plaque. As such, arterial restenosis will be added to the file as a reportable event. This (B)(6), female patient with a history of cardiac arrhythmia, abnormal stress test, congestive heart failure, a history of smoking (>5packs), known coronary artery disease with previous coronary percutaneous revascularization and hypertension was admitted for carotid evaluation. Her stroke scale score upon admission was 0. She had no known neurological history and was asymptomatic at the time of the study. Carotid angiography revealed an 80%, 14mm lesion in the ostium of the proximal left internal carotid artery. The lesion was severely calcified and ulcerated. The vessel was 5.0mm in diameter and the arc type was iii. An angioguard device with a 6mm basket was advanced beyond the target site and was successfully deployed. The lesion was predilated. No dissection was noted. An 8.0 x 40mm precise stent was deployed with satisfactory results; however a 20% residual stenosis was noted. The devices were removed; there was debris noted in the basket of the angioguard. The following day the patient was discharged in stable condition with a stroke scale score of 0. Aspirin and plavix were ordered for dual antiplatelet therapy. Approximately eight days post index procedure the patient experienced an gradual onset of aphasia, right-sided hemiparesis, and right-sided hemiataxia. The patient was ruled in for ischemic stroke. She underwent emergent carotid endarterectomy and experienced partial recovery but major residual deficits remain. The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14000244 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. Ischemic strokes are a known complication associated with carotid artery stenting caused by an embolus (debris or blood clot) that forms elsewhere in the body and travels through the bloodstream to the brain). Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic strokes. The femoral access site also suffers vessel injury that can potentially cause an ischemic stroke. In this case the target site was heavily calcified and ulcerated, a 20% residual stenosis was noted after the stent was deployed, and there was debris noted in the basket of the angioguard following stent deployment. These factors place the patient at an increased risk for a major clinical adverse event following carotid artery stent placement. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the information available, there are inherent procedural risks and vessel/lesion factors. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and l.